Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6) inratio=6.1, repeat=5.2. (B)(6) inratio=2.5. Patient self tester took his normal warfarin dose of 5mg per day on (B)(6). His dose was held on (B)(6) due to elevated inr result. Patient self tester's normal dose was resumed on (B)(6); inr result was in his normal range. Patient self tester's therapeutic range is: 2.5-3.5. Additional test results prior to (B)(6) were provided by distributor at technical service representative's request. The results were: (B)(6) inratio=3.6. (B)(6) inratio=3.5.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house testing on strip lot 357499 met release criteria. The product performed as expected. Although a relevant non-conformance was noted in the batch record, it did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Root cause is unable to determine from the information provided.based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.